Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation results). No additional clinical information was received. Investigation conclusion: the investigation of the returned web system found the pusher hypotube kinked at the middle section and the proximal connector kinked at the brown lead wire joint. The unit passed resistance testing, but failed continuity testing due to kinked proximal connector. However, the web implant was successfully detached using an in-house detachment controller during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the delivery system kinks, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength. The detachment controller used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that the web embolization device was used in an unspecified aneurysm treatment procedure. The device was prepped fine and advanced and positioned in the aneurysm, the device would not detach despite several attempts. The physician then opted to remove the device and replaced with another device, and the procedure was completed successfully. There was no report of harm to the patient.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.